Event description:
This solicited case from (B)(6) was received on (B)(6) 2014 from the pt via pt support program. This case involves a female pt of unk age who passed away after receiving treatment with synvisc one injection. No medical history, past drugs, concomitant medications, and concurrent conditions were reported. On an unk date in 2014, (approx (B)(6) 2014) the pt received treatment with synvisc one injection, at a dose of 06 ml, once, (indication, batch/lot number and expiry date: unk) into an unspecified location. It was reported that the pt passed away five months ago due to an unk cause. It was unk whether autopsy was performed. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Reporter's causality: not reported. Company causality: not associated.